Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2010 and mesh implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that underwent sling revision on (B)(6) 2012 and patient had placement of copatite injectable implant x2 (boston scientific). No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2010 due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence, neuromuscular problems and vaginal scarring. It was reported that patient experienced erosion and underwent mesh revision/removal on (B)(6) 2010. Also, on (B)(6) 2012, the patient underwent revision/removal of eroded mesh. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03439. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and frequency.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.(B)(4).